Event description:
Patient reported that in the past 3 weeks, her blood glucose value has been elevated and unstable. Patient stated the blood glucose values have been about 450 mg/dl. Patient's usual blood glucose value is about 110-130 mg/dl. Patient reported she attempted to correct the elevated blood glucose by bolusing but the issue persisted. Patient stated the infusion device has not given an alarm and seems to work properly. Patient reported she noticed the elevated blood glucose level because she had a strong headache. Patient stated she switched to her old infusion device and her blood glucose value got better and returned to normal. Patient's normal blood glucose value was not provided. Patient reported she believes the issue is due to wrong insulin delivery. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.